Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2009 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/28/2020. Additional information: a1, a2, a4, b7, d7. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh removal with new implant on (B)(6) 2016 due to lysis of adhesions. It was reported that the patient experienced frequent nausea, and chronic abdominal pain.